Event description:
Md was removing jackson pratt drain from patient's abdomen when a large portion of it broke off inside the patient. A x-ray was taken to verify drain tubing was retained. The patient was taken back to operating room to have the tubing removed.